Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
Approximately 3 years and 5 months post-implantation of a sapien xt valve, the sapien xt valve is "failing" with moderate ps (peak 60 mmhg, mean 30 mmhg) and moderate regurgitation. Per medical records review, tee indicated bioprosthetic pulmonic valve, pulmonic valve stenosis, stable moderate pulmonary valve regurgitation and pv mean gradient of 30mmhg. The patient then had a 23 sapien 3 in the pulmonic position in the previously implanted valve via right femoral vein approach. The implant was a success. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2022-07252. . As such this complaint is a duplicate event and a corrected report is being submitted.